Event description:
Correction: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a hemorrhagic stroke. The patient reported headaches two days prior to the event. The husband found the patient unresponsive and brought the patient to the emergency department. Glasgow coma scale of 3 with inr 2.0. A head CT showed subarachnoid hemorrhage. Patient was intubated overnight and placed in intensive care unit. Next day the patient was awake and alert and following commands. No further information was provided.

Manufacturer narrative:
Investigation conclusion: this type of event has been previously investigated. Stroke is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: correction.

Manufacturer narrative:
Approximate age of device - 6 years 8 months. The patient remains on going with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient had a hemorrhagic stroke. The patient reported ha 2 days prior to event. Husband found patient unresponsive and brought to emergency department. Glasgow coma scale of 3 with international normalized ratio (inr) 2.0. Head CT shown sa. Inr 2.0.